Event description:
It was reported that a 1000 ml evacuated container lost its vacuum pressure. This occurred while the device was connected to tubing with an 18 gauge needle and while fluid was being drained from the patient¿s abdomen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was discarded by the user; however, an unused device of the same lot was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one companion sample for evaluation. Visual inspection was performed with no defects noted. The vacuum of the sample was measured and was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.